Event description:
Reportedly, the patient suffered from electromechanical dissociation (emd) and died on (B)(6) 2017. No vt/vf episode was recorded. The coroner would like to make sure that the device was properly working. Reportedly, the device will not be available for analysis. Preliminary analysis did not reveal any irregularity associated to the device. No evidence was found to suggest that the device could have contributed to the death of the patient.

Event description:
Reportedly, the patient suffered from electromechanical dissociation (emd) and died on (B)(6) 2017. No vt/vf episode was recorded. The coroner would like to make sure that the device was properly working. Reportedly, the device will not be available for analysis. Preliminary analysis did not reveal any irregularity associated to the device. No evidence was found to suggest that the device could have contributed to the death of the patient.